Manufacturer narrative:
Follow up information received on 27-jan-2016: device breakage with essure questionnaire received from physician. Patient was (B)(6). On (B)(6) 2015 essure was inserted, lot number d01970, expiration date aug-2017. Essure implant broke into multiple pieces during placement. Doctor placed the device, it would not release, firmly released breaking it apart in many pieces. Broken pieces were retrieved from uterus. The instructions for use were followed with no deviation from the insertion procedure described. Essure was not removed (it was not medically necessary), however intervention was planned (not yet performed). There was no injury for the patient and she recovered. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure physician had to pull on half of the device, half was in the patient and half left in the inserter. He was able to retrieve all but one piece. The patient was observed in the hospital for 24 hours without issues. This event, interpreted as device breakage, was considered serious due to the hospitalization reported, and anticipated according to the technical analysis. During difficult insertions, single cases have been reported of essure breakage. In this case, during insertion, the device did not deploy into the right tube. The physician had to pull on half of the device; half was in the patient and half left in the inserter. The breakage occurred with attempt to remove the coil. Given the nature of the event, causality with the suspect insert cannot be excluded. This case was initially regarded as other reportable incident, and was upgraded to incident since hospitalization was reported, although there was no injury to the patient. Based on the available information no product quality defect was confirmed/identified. In summary, based on the available information the assessment of a causal relationship is not applicable as no medical events were identifiable at this point in time.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 03-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number d01970. During the insertion procedure, the physician was placing the device correctly, wheeled back and hit the deploy button and the device did not deploy into the right tube. The physician had to pull on half of the device; half was in the patient and half left in the inserter. He attempted to remove on multiple occasions and it came out in pieces, he decided to abort the procedure due to fluid and time constraints, but appeared there was still part of the outer coil remaining in the patient, and it appeared the inner coil was removed. A device was placed successfully on the left side. Result and assessment of the product technical complaint investigation received on 30-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking and deployment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, no medical events were identifiable at this point in time. A review of similar cases is not applicable as no medical events were reported. In summary, based on the available information the assessment of a causal relationship is not applicable as no medical events were identifiable at this point in time. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure physician had to pull on half of the device, half was in the patient and half left in the inserter. This event, interpreted as device breakage, is non-serious and anticipated according to the technical analysis. During difficult insertions, single cases have been reported of essure breakage. In this case, during insertion, the device did not deploy into the right tube. The physician had to pull on half of the device; half was in the patient and half left in the inserter. Since the device breakage occurred during the essure placement procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed/identified. In summary, based on the available information the assessment of a causal relationship is not applicable as no medical events were identifiable at this point in time. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 02-dec-2015: patient´s dob was provided. Her medical history included dvt and morbidly obese. He was able to retrieve all but one piece. Follow-up information received on 09-dec-2015: case (B)(4) was deleted (it was identified as a duplicate of this current case); all source documents moved to this case. Follow-up received on 21-dec-2015 from the physician- breakage questionnaire: the breakage was diagnosed during placement. The broken part was in the middle of the implant. Coil was placed, not in ostia and breakage occurred with attempt to remove coil. Then, the coil was left and only partially removed. The instructions for use were followed. Essure was not removed. There was no injury to the patient. She was observed in the hospital for 24 hours without issues. The device was not available for return. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure physician had to pull on half of the device, half was in the patient and half left in the inserter. He was able to retrieve all but one piece. The patient was observed in the hospital for 24 hours without issues. This event, interpreted as device breakage, was considered serious due to the hospitalization reported, and anticipated according to the technical analysis. During difficult insertions, single cases have been reported of essure breakage. In this case, during insertion, the device did not deploy into the right tube. The physician had to pull on half of the device; half was in the patient and half left in the inserter. The breakage occurred with attempt to remove the coil. Given the nature of the event, causality with the suspect insert cannot be excluded. This case was initially regarded as other reportable incident, and was upgraded to incident since hospitalization was reported, although there was no injury to the patient. Based on the available information no product quality defect was confirmed/identified. In summary, based on the available information the assessment of a causal relationship is not applicable as no medical events were identifiable at this point in time.